Event description:
In 03/2001, it was reported to arthrocare corporation that second and third degree burns were noticed on a pt's shoulder during a follow-up visit for a shoulder procedure using a turbovac 90 wand. The operating physician stated that the burns were not located near any surgical portal, but appeared to be consistent with the irrigation outflow path during the procedure. At the time of the initial report the pt did not require add'l surgical or medical intervention to address the affected area. The exact date of the incident is unknown.